Manufacturer narrative:
H10. Additional narrative: customer reported a defect with the lens. The known starbursts that occur with these lenses greatly affected the patient from day 1. Lens replacement has immediately fixed the patient's symptoms, he is much happier now, for both eyes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Manufacturer telephone number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had starbursts immediately after implant surgery of an intraocular lens (iol). It was also indicated that a repositioning was done on (B)(6) 2019 with no improvement. There was a delay in exchange due to covid. A johnson and johnson toric lens diu375 9.5d was the replacement lens used. The was no vitrectomy, incision enlargement or sutures required. The patient improved post op1 day with the exchange from symfony toric to eyhance toric. Visual acuity (va) pre-op 20/30. Va post-op 20/30. No other information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that the date received by manufacturer (sep 27, 2021) was inadvertently entered in the 'g3' field of the supplemental MDR #2, which was incorrect. The correct date that should have been entered is 'aug 27, 2021' which was the actual date that the product investigation for the device was completed. The information has been corrected in this supplemental report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: this report is being submitted on 9/26/2021 local time. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 21, 2021. Section d9: returned to manufacturer: yes. Device evaluation: the device was received for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut iol and damage to the optic body edge, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no nonconformity report was found as part of the manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.